Event description:
During an in clinic follow up, far field r- wave oversensing was observed on the device. Technical support was contacted and the device was reprogrammed to resolve. The patient was stable.